Event description:
Patient suffered type ii and type I endoleak. In 2002, patient implanted with bifurcated graft and type ii leak suspected by lumbar artery. Decision to monitor only. In 2003, follow-up visit noted: type ii leak may be from ima, no type I leak, no change in aneurysm size, and some nerve irritation at incision sites on thighs. Seven mos later, patient underwent aortogram for continued right groin pain and numbness over the adductor region of upper right thigh. Wall stent and 2 wall grafts placed in tortuous right iliac to treat type I leak with continued filling of false lumen. Coil embolization and gelform of right iliac to prevent type ii leak involving l4 lumbar arteries. In 2004, patient underwent coil embolization of left l4 and glue embolization of right l4 artery to treat type ii leak.

Manufacturer narrative:
Notification of event was received from the law firm as result of a claim. Patient type ii leak from lumbar arteries likely contributed to type I leak and additional procedures endured by patient.